Event description:
One solenoid brake failed. User injured whilst transferring replacement loan chair issued.

Manufacturer narrative:
The device was sold by invacare europeand the alleged incident occured in the (B)(6).